Event description:
Event description guidant received information that this pacemaker had a magnet rate of 85ppm via transtelephonic monitoring (ttm) two weeks prior, with the patient's presenting rate at 60ppm. A month earlier, the ttm magnet rate was 100ppm. Today the presenting rate was 85ppm with a magnet rate of 85ppm. During the evaluation the patient went into atrial fibrillation with a slow ventricular response of 36ppm. There were no pacing spikes present on the ttm and the patient was asymptomatic.